Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 599 mg/dl. The customer was treated with insulin pump. The customer stated that the device shows no sign of physical damage. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated that the battery wouldn't screw in correctly to the pump after trying to change battery. The customer stated that it was screwed in fine before but stopped working. The customer was advised that we will ship a replacement battery cap. The customer mentioned that she got a battery out limit alarm as well. The customer declined to bypass the battery out limit troubleshooting.